Event description:
Nellcor puritan bennett received information stating patient had expired while on ventilator. As per customer, patient was a terminal ill patient and ventilator did not contribute to the event.

Manufacturer narrative:
As per customer, the nurse noted that vent was providing high exhaled volumes. The sensor screen was dirty and has been cleaned. The device was repaired by customer and reported device passed testing.